Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur; aseptic loosening tibia. (Right). Revision njr number: (B)(4). Primary asa: p3 - incapacitating systemic disease.